Event description:
It was reported that the customer had high blood glucose levels up to 400 mg/dl all day. Customer has had a no delivery alarm on the insulin pump. The pump acts normal for the basal and the battery and reservoir are full. Customer changed the infusion set last night and sometimes there are small air bubbles in the tubing. Customer has been getting a no delivery during bolus. Customer saw an air bubble in the tubing. The air bubble is champagne sized. Customer has treated via manual injection. Customer stated that she is high due to the no delivery alarm. Customer's current blood glucose level is 442 mg/dl. Customer ran a fixed prime and the insulin did not exit. Customer stated that no air is coming out of the end at the quick release. Customer pushed insulin through the tubing and the insulin exited. Customer was advised that the pump was working as designed. The alarm was caused by set/reservoir occlusion. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.